Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a tip leak during reprocessing, so the procedure was changed and was completed without any issue. When checking for water leaks, air leak occurs. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿tip leak¿ was not confirmed. The following findings were also noted during device evaluation: due to a pinhole on channel-tube, water tightness is lost, due to a dent on channel-tube, channel cleaning brush cannot insert smoothly, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, bending rubber has a scratch and the adhesive on the bending section has a chip, scope connector has corrosion, connecting tube has a dent, scratch, wrinkle and discoloration, due to damage, scope-connector cannot be connected securely, objective lens and lock engagement lever have discoloration, switch box has discoloration, and scratches found throughout the device. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported it was unknown if the facility had a delay in the start of precleaning of the equipment after use. The customer noted it was unknown if there were no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flush air/water nozzle with detergent solution. The customer reported that it was unknown if the facility brushed the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the gif-1200n operation manual. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.